Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged, the right atrial (ra) lead exhibited low pacing impedance and the device experienced early battery depletion. The lv lead, ra lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the returned partial lead in segments was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the low pacing impedance described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All visual analysis was within specified parameters. The full lead was not returned. An approximately 22 cm distal segment of the lead was not returned. The lead was returned with explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.